Manufacturer narrative:
Additional information has been provided in d4, d9 corrected information has been provided in h3 mechanical interaction with blood / hemolysis: ingested biomaterial on impellor and purge gap could be one of the potential causes of hemolysis; however, the cause of the issue was not determined without sufficient clinical details and data log review. Renal failure: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D1: corrected devices brand name.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial and previous follow-up report. Updated d4 primary UDI number.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 58-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage¿d, with a history of diabetes mellitus. The interventional cardiologist expressed concern regarding possible increased hemolysis with the newer generation pigtail. The most recent plasma-free hemoglobin (pfh) measured on (B)(6) 2026 was 30, and bilirubin levels were normal. Subsequently, a drop in hemoglobin was noted. The patient was receiving anticoagulation with heparin and antiplatelet therapy with cangrelor. The impella cp was removed to allow cessation of heparin therapy. The patient survived to explant. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying ami/cgs physiology, anticoagulation and antiplatelet therapy. The reported renal failure may be related to underlying cardiogenic shock, hemodynamic instability, and critical illness.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.